Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as a skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care doctor recommended lotion for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.